Manufacturer narrative:
(B)(4). Method: only the manometer of the complaint rd900 neopuff infant resuscitator was returned to fisher & paykel healthcare in (B)(4) for evaluation. The subject manometer was visually inspected and fitted into a known good valve system and tested according to the neopuff technical manual. Results: visual inspection revealed no physical damage to the manometer. Performance testing revealed that the manometer passed the test specified in the neopuff technical manual. No fault was found with the returned manometer. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. The complaint neopuff was repaired at our us service center and returned to the customer after passing performance checks specified in the neopuff technical manual.

Event description:
A healthcare facility in (B)(6) reported via a biomedical engineer that the manometer needle of an rd900 neopuff infant resuscitator was 'jumping when the knob on the left is touched or turned'. Service was requested. This was discovered after patient use.

Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is currently enroute to fisher & paykel healthcare in (B)(4) for evaluation, to determine if it caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a biomedical engineer that the manometer needle of an rd900 neopuff infant resuscitator was 'jumping when the knob on the left is touched or turned'. This was discovered after patient use.